Manufacturer narrative:
The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported that this 75 y/o male patient's left shoulder was revised. Full revision of reverse shoulder due to glenoid loosening. Loosening of glenoid and humeral component. Revised to djo hemi. Patient was last known to be in stable condition following the event. Device is not returning.